Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver charger overheated. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver charger overheating could not be confirmed. A root cause cannot be determined.